Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID 977a275,serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that the patient's leads migrated after the patient took his shirt off. It was noted that the leads were in a cervical location. A revision was done on (B)(6) 2017. The revision was successful; the leads were removed and replaced. The patient recovered completely.